Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
UDI unavailable for this system at time of filing. Other relevant device(s) are: product ID: 9733467 version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was not able to be replicated and the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. Device manufacturing date unavailable at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while loading images pushed from electronic picture archiving and communication systems (pacs), only two slices were received at a time and the software became unresponsive with a window reading "processing." Pacs stated that only two slices can be pushed at a time. It was reported the hard drive space was at 82% free. Technical services (ts) recommended deleting patient and rebooting then having pacs burn the patient file onto a disc. The patient information loaded successfully from disc as unstructured dicom alternate. It was noted it took approximately 15 minutes to load images from disc with 8 exams with a total of 885 slices, and the issue was resolved.